Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the patient's lead was observed. The patient presented remotely via merlin.net. Review of the stored electrograms confirmed the presence of noise marked with pacing inhibition. It was also noted that recently three episodes of non-sustained rv oversensing was observed. Upon review of these episodes, intermittent oversensing from the hvlic was noted. The patient was asymptomatic and will continue to be monitored through merlin.net and will come into clinic for follow-up.